Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported "surgeon experienced a problem with the trocar shield retraction" during surgery occurred. The device was examined, found to be functional, and was cycled repeatedly without incident. The device was tested using a porvair simulation of skin and found to function as intended. The experience reported by the surgeon could not be repeated during testing.

Event description:
It was reported the device was used during a laparoscopic ovarian cystectomy procedure. It was reported by the affiliate that the surgeon experienced a problem with the safety shield retraction. There was no pt consequence.